Event description:
Customer reported getting erratic readings from their freestyle meter. Precision testing was performed with the freestyle meter at the time of the initial call and the results 207 mg/dl and 110 mg/dl.